Event description:
It was reported that the patient presented in clinic for a follow up with over-sensed noise exhibited by the right ventricular lead. No interventions were reported. The patient was in stable condition.